Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for a depo-provera shot. The patient's urine was tested on the consult hcg urine cassette and a positive result was obtained. The depo shot was withheld and prenatal vitamins were provided. On the same day, a beta hcg test was performed and produced a result of <0.6 miu/ml. The patient was determined to not be pregnant and there were no negative patient outcomes reported. No further information was available. Troubleshooting was conducted with the customer.

Manufacturer narrative:
Update to d4: UDI information added. Investigation conclusion: an investigation was performed on retention devices from the reported lot number. Retention devices were tested with clinical negative urine samples. All devices yielded expected negative results at 3 minutes. The reported issue was not replicated. The case details were reviewed along with the complaint history for the reported issue and no systemic issue was identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. A root cause could not be determined based on the information provided. Complaints are tracked and trended on a monthly basis. Per the limitations section of the package insert: · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.